Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error log. While troubleshooting, the fse visually observed the main arm sampling nozzle was clogged with serum. The fse flushed the main arm sampling nozzle with bleach, di water, and alcohol. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for 2071 clogging detected during specimen diluting solution suction by main arm on the aia-2000 analyzer from (B)(6) 2025 through aware date of 06mar2026. There were two similar complaints identified during the search period, including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2071) clogging detected during specimen diluting solution suction by main arm cause: clogging was detected after specimen diluting solution suction. If retry fails, the measurement result will be flagged (ls flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to clogged sampling nozzle assembly.

Event description:
A customer reported error message ¿2071 clogging detected during specimen diluting solution suction by main arm¿ on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to perform three primes and retry rerunning, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.